Manufacturer narrative:
The device was not received for analysis, therefore; no physical analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The device instructions for use states, "fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the zipwire hydrophilic guide wire within the device." And "if movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the hydrophilic coating by wetting its entire surface with heparinized saline solution." At this time it is not possible to assign a definitive root cause for this event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that they were using a rubicon 0.035 catheter and it was very sticky. The wire was not moving freely within the catheter. When they took the wire out to look at it and when attempted to put it back in the catheter then the hydrophilic coating on the outside of the wire could have just accordioned, it was like coming off the wire essentially. They used a competitor's wire, a cook uniglide to finish the procedure. It was not in the patient's body. They had to remove everything to examine the wire. There were no complications and patient was fine.